Event description:
It was reported that damage occurred to the pump housing and the usb port area, although this did not affect the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Due to the damage, technical support decided to replace the pump, ensuring the replacement would come with updated software. The customer was instructed to return the damaged pump using a pre-paid label within ten days and was advised on updating their settings and connecting their cgm to the new pump. The customer agreed with the instructions and confirmed the shipping address for the replacement. Customer will continue to use current pump.